Manufacturer narrative:
Additional information received by the complainer at the moment of the notification of the complaint: " reference and lot not available as the broken piece was placed into medical sharps container."

Event description:
While drilling for a screw for the mpact cup the drill bit broke. The bit broke in the patient the piece were recovered. This caused a short delay in the case. A secondary drill bit was used to complete the surgery. The surgery was completed successfully.